Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with multiple daily insulin injection. The customer reported via phone call indicating that the insulin pump alarm excessive no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported alarm was resolved by a reservoir change. The customer was unable to troubleshoot at time of call because he changed out reservoir.